Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. A manufacturing record review was performed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information. However, factors that may have contributed to this event included: focal iliac stenosis of less than 10 mm; severely calcified aortic neck, marginally acceptable aortic neck length of 15 mm, and the high position of the cuff (margin adjacent to the superior mesenteric artery).

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 19 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently to the hospital emergency room and was symptomatic with unknown symptoms the hospital performed a computed tomography (CT) scan which indicated the patient had an endoleak. The physician elected to correct the endoleak by explanting the devices. Upon explant it was noted there was some calcification on the knuckles of the suprarenal and that a strut had been rubbing on the calcification. The patient was reported to be doing okay post procedure.